Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4198879. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract related to bc feature failure. The following information was provided by the initial reporter: when starting a peripheral IV on a patient I used an 18 ga IV catheter with self-occluding needle (bd insyte autoguard) and the safety button did not work to retract the needle. I had to withdraw the full length of the needle manually with no safety device allowing the patient to see the full lenth of the needle and the self occluding function to not work. There was no safety mechanism to use but no one got stuck or injured and the IV catheter did stay in place so the patient did not need to be stuck again.